Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a gastrointestinal (gi) bleed which began on (B)(6) 2017. A colonoscopy was completed, results were not provided. Reportedly, the bleeding eventually resolved. The patient received ¿many¿ units of packed red blood cells (prbcs), platelets, and plasma for anemia related to bleeding through the course of the stay. Incidentally, the patient expired on (B)(6) 2017 due to clinical issues that were not associated with the lvad, or the incidence of gastrointestinal bleeding.

Event description:
Additional information: it was reported that the colonoscopy results were available. The colonoscopy revealed patchy segments of ulceration with loss of normal vascularity and haustral markings. There was erythema and edematous mucosa noted in the cecum and extending for approximately 30cm in length from the mid-transverse colon extending to the descending colon. Some patchy segments were also noted in the sigmoid colon. These findings were consistent with mucosal colon ischemia. The colonoscopy provided no evidence of necrosis and the colon appeared viable. There was no immediate concerns about a need for surgical intervention. The remaining segments of the colonic mucosa appeared normal with normal vascularity and haustral markings. Biopsies were not obtained due to the need for continued use of coumadin. Multiple small and large- mouthed diverticula were identified in the descending and sigmoid colon. No additional treatments were provided as the bleeding resolved and then the patient expired.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding, infection, respiratory failure, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.